Event description:
Complainant alleged that while attempting to perform a synchronized cardioversion on a patient (age & gender unknown), a spark was seen from the electrode pads during a 200j discharge. Complainant indicated the patient received a minor burn but the doctor informed them how to treat at home and the hospital stay was not extended.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The pads related to this event (lot# 4524a) were not available for evaluation. Device logs were provided for review. A review of the logs show that when the 200j was delivered to the patient there was a higher impedance, which is an indication on poor coupling between the defib pads being used and the patient. However, without return of the defib pads for evaluation the source of the poor coupling could not be verified or determined. A DHR review for this lot revealed no abnormalities. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and/or skin burns. No trend is associated with reports of this type.